Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their stimulator was kind of glitching, that it would be on, and by the end of the day it would go off; if they checked their stimulator with the patient programmer, the stimulation was actually off. The patient stated they had called their health care professional (hcp) and they said they had to get a manufacturer representative (rep) to come. The patient wanted to know if they could just have the battery replaced instead of going through having to go in and get it checked? The patient stated that this issue started about 4-5 days ago. The patient wanted to know if it would harm them or if the worst would be that they had a return of symptoms? The patient was redirected to their hcp to further address the issue and to check why the device was shutting off on its own. No further complications were reported at this time.